Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since (B)(6)2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(4) market on 15-apr-2015 and surgeons in (B)(4) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on (B)(4) 2015 the voluntary recall was expanded to include these additional lens models. Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested the manufacturer internal reference number is: 2016-10386

Event description:
A doctor reported postoperative endophthalmitis following an intraocular lens (iol) implant procedure. Symptom resolution has been confirmed. Product sample is unavailable for return as it remains implanted.